Event description:
Event verbatim [preferred term] ulcus [ulcer] , opening of one of the chambers of the thermacare lower back [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced ulcus after using thermacare back wraps on an unspecified date. The patient reported about a "hole" in the lumbar area due to opening of one of the chambers of the thermacare lower back. One heat wrap had 1 damaged heat cells where the content leaked. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. This investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. It was further reported that there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour. Follow-up (16feb2018): new information received form the same contactable pharmacist included: new event (opening of one of the chambers of the thermacare lower back). Follow-up (29jan2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (13nov2019): new information received includes severity rating, malfunction assessment and event details. Follow-up (21nov2019): new information received from product quality complaint (pqc) group included: investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "a "hole" in the lumbar area due to opening of one of the chambers of the thermacare lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] ulcus [ulcer] , opening of one of the chambers of the thermacare lower back [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced ulcus after using thermacare back wraps on an unspecified date. The patient reported about a "hole" in the lumbar area due to opening of one of the chambers of the thermacare lower back. One heat wrap had 1 damaged heat cells where the content leaked. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. It was further reported that there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Follow-up (16feb2018): new information received form the same contactable pharmacist included: new event (opening of one of the chambers of the thermacare lower back). Follow-up (29jan2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (13nov2019): new information received includes severity rating, malfunction assessment and event details. Company clinical evaluation comment: based on the information provided, the events of "a "hole" in the lumbar area due to opening of one of the chambers of the thermacare lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "a "hole" in the lumbar area due to opening of one of the chambers of the thermacare lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] ulcus [ulcer] , opening of one of the chambers of the thermacare lower back [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced "ulcus after using thermacare back wraps" on an unspecified date. The patient reported about a "hole in the lumbar area" due to opening of one of the chambers of the thermacare lower back. One heat wrap had 1 damaged heat cells where the content leaked. The action taken in response to the events for thermacare heatwrap and the outcome of the events were unknown. Additional information received from product quality complaint (pqc) group included investigation results which is as follows: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking and for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. It was further reported that there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per hazard analysis thermacare heat wrap product: 8 and 12 hour. Follow-up (16feb2018): new information received form the same contactable pharmacist included: new event (opening of one of the chambers of the thermacare lower back). Follow-up (29jan2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (13nov2019): new information received includes severity rating, malfunction assessment and event details. Follow-up (21nov2019): new information received from product quality complaint (pqc) group included: investigational results. Follow-up attempts are completed. No further information is expected. Follow-up (18dec2019): new information received from product quality complaint (pqc) group included: investigation conclusion for the subclass adverse event safety request for investigation. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "a "hole" in the lumbar area due to opening of one of the chambers of the thermacare lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking and for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. It was further reported that there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per hazard analysis thermacare heat wrap product: 8 and 12 hour.

Event description:
Ulcus [ulcer], opening of one of the chambers of the thermacare lower back [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced ulcer after using thermacare back wraps on an unspecified date. The patient reported about a "hole" in the lumbar area due to opening of one of the chambers of the thermacare lower back. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Follow-up (16feb2018): new information received form the same contactable pharmacist included: new event (opening of one of the chambers of the thermacare lower back). Follow-up (29jan2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events of "a "hole" in the lumbar area due to opening of one of the chambers of the thermacare lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "a "hole" in the lumbar area due to opening of one of the chambers of the thermacare lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.